Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert that could not be cleared. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support the customer was able to clear the alert.